Event description:
Injuries: severe emotional distress, inability to engage in normal activities, physical injuries, great despair, loss of enjoyment, loss of earnings and earning capacity. Plaintiff: dental assistant since 1988 and became aware of allergy in 1996. All info provided from pending lawsuit.